Manufacturer narrative:
The rapid infuser was returned for investigation and was tested using our standard operating procedures. We were unable to duplicate the complaint that the display went dark; the unit performed according to our specifications upon receipt. However, it was noted that a corner of the housing was cracked, which suggests that the unit suffered an impact. The manufacturing records for this serial number were reviewed and nothing notable was observed. There was no patient injury reported. A review of complaints for the past three years indicates that this was an isolated incident. We will continue to monitor and trend similar reports of this nature and take further corrective action if required.

Manufacturer narrative:
The rapid infuser has been returned to belmont for evaluation. Evaluation of the unit is in process; a follow-up report will be submitted. Without results of the evaluation, it is difficult to determine what occurred in this case. No patient injury was reported. A follow-up report will be submitted upon completion of the investigation.

Event description:
The hospital biomed reported that the display went dark after infusing approximately four units of fluid.